Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil out of its introducer sheath and through the hub of the microcatheter. Therefore, the smart coil was removed, and the procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.